Manufacturer narrative:
(B)(4). The complaint was confirmed, via photo review, but the root cause is unknown. A visual inspection of the photos provided by the customer was performed. The pictures showed a cannula with the hub and the hub of the stylet, which appeared to be detached from the metal component. No lot number was provided and therefore, no review could be performed. No sample was available for evaluation. Based on the photos, the complaint was confirmed. However, due to a lack of sample to investigate, no cause could be determined. Teleflex will continue to monitor and trend for reports of this nature. Based on the description, the customer used the incorrect needle size for the patient's weight.

Event description:
The customer alleges while a paramedic attempted to place a 15mm ez-io needle into the patient, the pink hub snapped off and the stylet penetrated the patient's skin and bone. The device was pulled out without any complications.